Manufacturer narrative:
Date of event: event date was not reported and was approximated to (B)(6) 2020.

Event description:
It was reported that the rotapro became stuck on the rotawire. A 1.50mm rotapro and a 330cm rotawire were selected for use in an atherectomy procedure. The devices were used to treat the target lesion. Upon removal, the rotapro became stuck on the rotawire. The devices were removed together. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device eval by manufacturer: the returned complaint device consisted of a rotapro advancer unit. The handshake connection and drive shaft were microscopically and visually examined. Visual and microscopic examination revealed no damages. A device to device interaction test was performed by inserting a test guidewire into the device and it was able to pass through. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found no damage that could have contributed to the reported event.

Event description:
It was reported that the rotapro became stuck on the rotawire. A 1.50mm rotapro and a 330cm rotawire were selected for use in an atherectomy procedure. The devices were used to treat the target lesion. Upon removal, the rotapro became stuck on the rotawire. The devices were removed together. The procedure was completed. No patient complications were reported. It was further reported that this was a left anterior descending artery (lad) intervention. The target lesion was mildly calcified. The anatomy was not tortuous. The patient was in stable condition post-procedure.

Event description:
It was reported that the rotapro became stuck on the rotawire. A 1.50mm rotapro and a 330cm rotawire were selected for use in an atherectomy procedure. The devices were used to treat the target lesion. Upon removal, the rotapro became stuck on the rotawire. The devices were removed together. The procedure was completed. No patient complications were reported. It was further reported that this was a left anterior descending artery (lad) intervention. The target lesion was mildly calcified. The anatomy was not tortuous. The patient was in stable condition post-procedure.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device eval by manufacturer: the returned complaint device consisted of a rotapro advancer unit. The handshake connection and drive shaft were microscopically and visually examined. Visual and microscopic examination revealed no damages. A device to device interaction test was performed by inserting a test guidewire into the device and it was able to pass through. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found no damage that could have contributed to the reported event. The burr catheter was attached to the advancer when received. The advancer, handshake connection, sheath, coil, burr, and annulus were microscopically and visually examined. Visual examination revealed that the coil was stretched and kinked at the handshake connection.